Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation. It was noted that the impedance measurements showed many of the contacts were not good. The patient underwent a revision procedure. It was noted that when the physician explanted the old system the lead was fractured. The lead was replaced and the patient was doing well postoperatively.